Event description:
It was reported that the 'cook bakri postpartum balloon with rapid instillation components' was leaking during treatment of postpartum hemorrhage [pph]. The patient delivered a live baby on (B)(6) 2025 at 6:49. Reportedly, there was a lot of bleeding during labor, and about 800 ml of blood was lost due to poor contractions. After evacuation of the uterus, the balloon was smoothly placed in a transvaginal manner to stop the hemorrhage. After successful placement of the balloon, the physician found that there was fluid coming out of the vagina and considered that the balloon was leaking. The balloon was removed and found that there was a small hole leaking saline. An examination revealed that the balloon was broken, at this time the maternal bleeding was about 60 ml. The balloon had been replaced and finally the patient was successfully hemostatic. As reported, the patient's total bleeding volume of 900 ml and there was no blood transfusion. The facility reported that air was injected into the balloon prior to placement, but no leaks were noted, but it could not be ruled out that there were small breaks that were not detected in time. As reported, the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: phone number: (B)(6). E3: occupation: unknown. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d3, g1: investigation evaluation it was reported that the 'cook bakri postpartum balloon with rapid instillation components' was leaking during treatment of postpartum hemorrhage [pph]. The patient delivered a live baby on (B)(6) 2025 at 6:49. Reportedly, there was a lot of bleeding during labor, and about 800 ml of blood was lost due to poor contractions. After evacuation of the uterus, the balloon was smoothly placed in a transvaginal manner to stop the hemorrhage. After successful placement of the balloon, the physician found that there was fluid coming out of the vagina and considered that the balloon was leaking. The balloon was removed and found that there was a small hole leaking saline. An examination revealed that the balloon was broken, at this time the maternal bleeding was about 60 ml. The balloon had been replaced and finally the patient was successfully hemostatic. As reported, the patient's total bleeding volume of 900ml and there was no blood transfusion. The facility reported that air was injected into the balloon prior to placement, but no leaks were noted, but it could not be ruled out that there were small breaks that were not detected in time. As reported, the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One cook bakri postpartum balloon with rapid instillation components was returned for investigation, with no original packaging. The balloon was leak tested, revealing small tear in the balloon material surrounded by tool marks. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other complaints similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The balloon was most likely damaged by another device of unknown origin. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.